Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. The power pcb is no longer available. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device powered off regularly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off regularly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.